Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the report that the device failed to charge its internal battery to fully capacity. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.